Manufacturer narrative:
Device passed the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No device deficiency anomaly noted during test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experienced high blood glucose level. The customer¿s blood glucose level at the time of the incident was 400 mg/dl. The customer was treated with the manual injections. Other relevant blood glucose level of the customer was 200 mg/dl and 327 mg/dl. The insulin pump will be returned for the analysis.